Event description:
Libre 3 sensors informed very low glucose level. Took 3 glucose tablets to get glucose up but still low so took 2 more. Contacted friend because I thought I was having a stroke. Glucose was 500. I've taken insulin twice and glucose still 333 but sensor stated 56. My friend found info on a website that stated there were problems and report any adverse events to FDA.